Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: jka. D2a: common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 2 devices detached from the barrel after 2nd to 3rd tube is changed during collection. There was no health impact or consequences reported.